Event description:
(B)(4). Had to have several throat ultrasounds due to random graves disease diagnosis. I bloat everyday. I'm in pain every day. I'm so tired I can't even get up on time to get my kids on the bus on time. And I'm allergic to nickel which I was not told at time of placement that it was made of nickel. (B)(6) paid for my procedure. I want these coils out.